Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on proximal row 4 were lifted and deformed. Further minor stent damage on the already damaged stent struts were caused by the analyst during an attempt to remove the product mandrel that was returned together with the device. The undamaged distal section of the crimped stent od (outer diameter) was measured and is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01453. Reportable based on analysis completed on 09feb2017. It was reported that crossing difficulties were encountered. The long diffused stenosed target lesion was located in the highly calcified and tortuous right coronary artery (rca). After a non-bsc wire crossed the lesion, predilation was performed using a non-bsc balloon. A 3.00x38mm promus element ¿ long stent was advanced but failed to cross the lesion. The device was removed and additional dilatation was done. A 3.00x28mm promus element ¿ stent was advanced but failed to pass. The device was exchanged with 2.50x28mm promus element ¿ stent but still failed to pass the lesion. Dilatation was performed at high pressure and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.